Event description:
It was reported that a malfunction had occurred, but the customer could not provide details about the date or error code. There was no reported impact to the customer's blood glucose level as the customer declined to answer whether their blood glucose exceeded 500 mg/dl. No additional information was received regarding the outcome or actions taken after the event.